Event description:
It was reported that the driver's end was chipped during an unspecified spinal surgery. No patient complications were reported.

Manufacturer narrative:
(B)(4). Product was returned. Device evaluation was not completed before regulatory report submission. Once analysis is complete a supplemental report will be submitted.

Manufacturer narrative:
Additional information: product was returned. Visual analysis revealed that one side of the hex tip of the instrument had a small section (¿1mm in length) missing from the tip. The corners of the hex edges were rounded. Microscopic examination revealed a fairly tortuous brittle fracture. The damage appeared to be to the outer shaft the width of the tip and hardness appeared to be made to print specification. The observations were consistent with bend stress overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.